Event description:
Investigation result: novopen® 5, batch number: gvgc835. A visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Novorapid®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Tresiba batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result added, imdrf code added, and narrative updated accordingly. No further information available. Final manufacturer's comment: 20-apr-2023: the suspected device novopen 5 has been returned to novo nordisk for investigation. The product was found to be normal. The results were found to comply with specifications. Since no faults were found on the returned device novopen 5 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event. Product handling error such as needle re-usage, storing the device with needle attached between injections can affect the functionality of novopen 5. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo." Novopen® 5, batch number: gvgc835. A visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The blood glucose was 28 mmol/l [blood glucose increased]. Patient found that it felt like nothing was pushed. The patient thought the pen had problem. [Device malfunction]. The patient adjusted 18 u and pushed. Then it was found that 50 u was gone in the medication bottle [incorrect dose administered by device]. Expired device used [expired device used]. Leave the needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose was 28 mmol/l(blood glucose increased)" with an unspecified onset date, "patient found that it felt like nothing was pushed. The patient thought the pen had problem.(device malfunction)" beginning on (B)(6) 2023, "the patient adjusted 18 u and pushed. Then it was found that 50 u was gone in the medication bottle(incorrect dose administered by device)" beginning on (B)(6) 2022, "expired device used(expired device used)" with an unspecified onset date, "leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 69 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart) (dose, frequency & route used-three times) from unknown start date for "type 2 diabetes mellitus", tresiba (insulin degludec) (dose, frequency & route used- 18 iu, qd (before sleep)) from unknown start date for "type 2 diabetes mellitus", patient's height: 160 cm. Patient's weight: 65 kg. Patient's bmi: 25.390625. Current condition: type 2 diabetes mellitus. From an unknown date, patient injected novorapid three times and tresiba, 18 u before sleep every day. On (B)(6) 2022 patient adjusted 18 u and pushed during night and it was found that 50 u went in through medication bottle. Patient drank a bowl of sugar water immediately and the blood glucose was measured was found to be 28 mmol/l after drinking the sugar water. Then, the blood glucose was measured every hour and the blood glucose decreased by 2 mmol every hour. Patient did not sleep the whole night in order to monitor blood glucose levels and in the morning patient had breakfast and did not inject insulin and felt alright. The patient's blood glucose was measured the whole night and did not have any low values. The patient had not changed the diet or exercise level. On (B)(6) 2023, the patient found that it felt like nothing was pushed and patient believes the pen had problem. It was also reported that the patient used expired device (date of expiry: 02-mar-2019). On an unknown date, the patient had left the needle attached to the pen in between injections. It was reported that the patient reuses the needle(needle not specified). Patient was not dialing clicks to estimate the dose of the product, not trained by a health care professional in the use of the novopen. Stores the insulin in refrigerator batch numbers: novopen 5: gvgc835. Novorapid: requested. Tresiba: requested. Action taken to novopen 5 was not reported. Action taken to novorapid was not reported. Action taken to tresiba was not reported. The outcome for the event "the blood glucose was 28 mmol/l(blood glucose increased)" was recovered. The outcome for the event "patient found that it felt like nothing was pushed. The patient thought the pen had problem.(device malfunction)" was not reported. The outcome for the event "the patient adjusted 18 u and pushed. Then it was found that 50 u was gone in the medication bottle(incorrect dose administered by device)" was not reported. The outcome for the event "expired device used(expired device used)" was not reported. The outcome for the event "leave the needle attached to the pen in between injections(device stored with needle attached)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".